Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the provided data indicated that the sample in question exhibited a sigmoidal growth curve with a late cycle threshold (CT) value, consistent with very late amplification due to low viral load. The internal control (ic) and run controls (rmc) demonstrated normal growth curves, supporting that the assay and analyzer were functioning as intended. The root cause was attributed to a sample-specific factor, as the sample was identified as a low titer sample near or at the limit of detection of the assay, where wavering results between reactive and non-reactive may occur. The investigation did not identify a product problem.

Event description:
The initial reporter alleged an increase in false reactive results with the cobas® babesia assay on the cobas 8800 analyzer. On (B)(6) 2023, a pooled sample of six (pp6) generated a reactive result for babesia. Subsequent testing of the six individual samples (p1) from the pool generated non-reactive results.